Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited noise oversensing. The lead was explanted and was replaced. There were no reported patient consequences.